Event description:
Healthcare professional reported right side rupture. Use error confirmed. Device has been explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Device evaluation: analysis of the returned device identified: broken shell, red and white particles in the shell, red particles in the gel and underweight. A visual and microscopic analysis was performed which identified: smooth broken, sharp broken and missing shell on posterior (0-25%). A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a smooth broken on posterior assessed as a smooth opening. A sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as an inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Use error confirmed. Device has been explanted.